Event description:
It was reported to philips that the system did not boot up completely due to an active button. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that the issue was caused by the imaging module. The fse replaced the imaging module and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the issue is biplane indicating main monitor is not coming, button active release button to complete start up. Clinical use of the device was unknown at the time event occurred. The fse troubleshooting on table side modules. Review of the system log files showed defect in biplane imaging module and flexvision-pc startup. Fse troubleshooted and found the issue is with the imaging module. Fse installed imaging module, executed download board software, and performed functions and the system was returned to use in good working order. The codes were updated based on the investigation outcome.